Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate irrigation tubing set and two thermocool smarttouch sf catheters. The smartablate irrigation tubing set was kinked on the table so not all irrigation was getting to the catheters during ablation. It was initially reported that during the procedure, the thermocool smarttouch sf catheter had high temperature readings observed on the smartablate generator when the catheter was in the body. The catheter was replaced and the procedure was continued. The temperature started shooting up once they came on ablation. The catheter cable was replaced without resolution. The caller stated the patient interface unit (piu) to smartablate cable was replaced without resolution. The catheter was replaced, the issue resolved. The procedure continued. There was char on the tip of the catheter. The flow of the catheter was going through. There was no patient consequence reported. Additional information was received on 30-mar-2025. The generator was set to power control mode. The noted temperature went from 28 degrees up to 38 degrees. The duration of ablation used was not greater than 60 seconds. The average contact force was not greater than 25 grams. The irrigation rate was not used outside of those prescribed. The system did not present any error messages. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. The patient was anticoagulated. Heparinized normal saline was used. Act maintained over 300. The physician did not consider that the char was excessive. The physician did not consider the amount of the char observed caused a potential risk to this patient. The patient did not exhibit any neurological symptoms since the procedure was completed. Physician felt the irrigation tubing was kinked on the table, so not all irrigation was getting to the catheter during ablation. Additional information was received on 16-apr-2025. The physician did not observe any bends or kinks or any other damage to the tubing. There was troubleshooting that was done as related to the tubing as the staff realized the tubing was kinked and fixed it. The irrigation was believed to be disrupted during use of both thermocool smarttouch sf catheters; but the second catheter was fixed once the catheter was flushed. The customer's reported high temperature and char issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. Bwi became aware on 30-mar-2025 of the additional information indicating the physician felt the irrigation tubing was kinked on the table, so not all irrigation was getting to the catheters during ablation. As such, based on this new information which confirmed there was an irrigation issue while the devices were being used on the patient, the event was reassessed as a MDR reportable malfunction under the smartablate irrigation tubing set and both of the thermocool smarttouch sf catheters.